Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg is unable to investigate or confirm the complaint. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump was being used to deliver sugar water overnight, and that when she woke up the next morning, the pump showed that it had delivered the full dose, however the bag was still full. Mmdg followed up with the initial reporter. She confirmed that the patient was doing fine, and that they had received a new pump from their homecare provider. [(B)(4)].